Manufacturer narrative:
The lot of the device involved in the reported event was not provided, therefore we were unable to review our manufacturing records.

Event description:
We were informed by a physician in (B)(6), of an adverse event involving our I/a silicone coated instrument. The physician could not recall the date of the event but he indicated that during the initial ia stage he entered the patient's eye with a capsule guard ia and a large air bubble appeared. The air bubble moved through the zonules and ended up in the posterior segment behind the capsular bag. The red reflex disappeared and the view was silvery. He could not remove the bubble and the patient was referred to a vitreoretinal specialist who was able to remove the bubble successfully. Some months later the patient presented with a detachment. The physician believes this detachment could be directly linked to the initial air bubble. The left retinal detachment was repaired end of 2017. The patient's vision on (B)(6) 2018 on the affected side, was 0.2 logmar (6/9). The patient will be re-evaluated in the coming months.